Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a healthcare professional. This case concerns a (B)(6) pt who experienced welts and had itching on his trunk, arms and legs while receiving treatment with synvisc. The pt's past drugs included cortisone. No medical history or concurrent condition was reported. On (B)(6) 2014, the pt initiated treatment with synvisc injection (dose and routes: not provided, batch/ lot number: y12091 and expiration date: (B)(6) 2015) in both knees for an unk indication. The same day, the pt also received a cortisone injection. He same evening, the pt had welts and itching on his trunk, arms and legs. It was reported that the pt was prescribed diphenhydramine hydrochloride (benadryl), which did not work, followed by methylprednisolone (medrol dosepak), which helped to resolve the pt's symptoms. It was further reported that the pt had chosen not to receive the second and third synvisc injections. Action taken: unk. Outcome: recovered from both the events.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: intervention required for both the events. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the pt developed welts and itching on his trunk, arms and legs after receiving treatment with synvisc injection. Although, the role of synvisc injection cannot be excluded; however, info regarding medical history, concomitant medications is needed for better assessment of case.